Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia with large ketones and no other symptoms while on insulin pump therapy. The reporter stated blood glucose reading was ¿hi¿ on the insulin pump. The patient was reportedly admitted to the hospital for treatment with IV fluids; hospitalized from (B)(6) 2014. While at the hospital, the cartridge was removed from the pump and moisture was noted inside the cartridge compartment. The reporter stated the patient believed the insulin cartridge was cracked, but did not visualize a crack. The patient reportedly believed the infusion set was securely attached to the cartridge and had no issues attaching the infusion set to the cartridge. The reporter stated the subject insulin cartridge was not saved and could not verify the lot number or expiration date of the cartridge that was used. No product is being returned to the manufacturer for investigation. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring hospitalization while on insulin pump therapy allegedly due a leaking insulin cartridge.

Manufacturer narrative:
Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.